Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation.   The device was not returned, therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 10 years, since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be presumed, because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had a black screen. The issue was found during preparation for use. The procedure was completed with a similar device. There were no reports of patient harm. The procedure was not delayed as the issue was discovered in advance of the procedure.